Event description:
It was reported that during a da vinci hepatectomy surgical procedure, it was noted that harmonic ace insert only fired twice before the teflon pad melted at the distal end, after which it also slipped a couple millimeters away from the insert. The instrument was reinstalled with another new insert. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument had teflon pad damage. The teflon on the insert exhibited damage, a section at the tip was lifted and no material was missing, this was verified when the lifted area was pressed down. Failure analysis concluded that the pad damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad damage if to recur could cause or contribute to an adverse event.